Event description:
It was reported the pt is no longer receiving stimulation. It also reported the charger and programmer can no longer communicate with the ipg. A new charger was sent to the pt to help resolve the issue. The replacement charger was unsuccessful. No further info is available at this time.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.